Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the tibial implant that has a ton of ho around posterior and not good coverage a-p. The patient may require a revision surgery of both the tibial and talar components due to pain and no range of motion.

Manufacturer narrative:
Correction - h6 (results code). The complaint couldn't be confirmed, since the returned image for evaluation don't matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows little radiolucence and some smaller adjacent to the posterolateral tibial component. Clear loosening or migration is not visible, though. The talar component shows some condensed areas around the bone close to the implant. There is no clear loosening, but migration (subsidence) as described would be consistent with this finding. The underlying cause for the failure is not clear, although the tibial component is correctly described as being positioned slightly anterior. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the tibial implant that has a ton of ho around posterior and not good coverage a-p. The patient may require a revision surgery of both the tibial and talar components due to pain and no range of motion.